Event description:
Event description guidant received information that during a follow-up evaluation of this pacing system, this right ventricular lead displayed high pacing threshold measurements and was unable to capture the myocardium. It was also noted that the impedance measurements had decreased from 450 to 320 ohms. The patient did not experience any symptoms due to the loss of ventricular capture. During a revision procedure, the lead was successfully repositioned.